Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a mechanism pin stuck and alarmed "unknown cassette type: remove cassette." There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a stuck cassette detector pin. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the contamination between the cassette pins and chassis. As a result, the cassette pins and springs were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.